Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the no external power alarm was confirmed through log file analysis. The mobile power unit was not returned for analysis; however, a log file was submitted for review. The submitted log file spanned approximately 4 days ((B)(6) 2020 per timestamp). On (B)(6) 2020 while connected to the mpu there was a loss of ac power, activating a no external power alarm. The white and black cable bus voltages dropped from the expected ~12v to ~2.3v. During this event, the 11v backup battery powered the system. The events resolved when power was restored. The root cause for the reported event could not be conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided therefore UDI is unavailable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file captured two low voltage hazard events on (B)(6) 2020, as well as a no external power event noted. Both of these events occurred while using the mobile power unit (mpu) and appears that all power to the mpu was lost causing these events. No other unusual events were noted in the log file. It cannot be discerned if the power to the mpu was lost due to the connection with the mpu, with the wall outlet, or if power to the house was interrupted. Additional information was requested but not provided.